Event description:
A call was received through technical services reporting that the patient alert sounded due to high impedance greater than 1000 ohms; varying impedance between greater than 2000 ohms and less than 700 ohms. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. An impedance increase was noted. The weekly rv (right ventricular) pacing impedance measurements were in the 500s until the week in 2008, when the maximum value was 632 ohms. The maximum value continued to increase, reaching a peak of 2144 ohms the week ending the following month. A call was received through technical services reporting that the patient alert sounded due to high impedance greater than 1000 ohms; varying impedance between greater than 2000 ohms and less than 700 ohms. The lead was replaced. No patient complications were reported as a result of this event. No conclusion can be drawn impedance, high.